Event description:
It was reported the subject device presented poor image quality (streaks in image) noted. There was no patient impact, no harm reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections and the final investigation results. Corrected fields: e1 phone number, initial MDR 3002808148-2024-30840 awareness date (g3) is corrected from (B)(6) 2024 to (B)(6) 2024. The device was evaluated and the customer's allegation of poor image quality was confirmed. The device evaluation found there was no image and error code e226 was displayed due to a disconnection in the cable unit. A device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, the most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the subject device presented poor image quality (streaks in image) noted. There was no patient impact, no harm reported due to the event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional relevant information becomes available.